Event description:
Healthcare professional reported the valve was removed after 57 months of service life. Valve had been implanted in a pt on the right side of the heart to correct a congenital abnormality. After 57 months the valve was calcified and replaced by a homograft.